Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient had a colonoscopy a week ago prior to the system extraction procedure. The patient became septic and was not responding to all antibiotics. Moreover, the patient¿s infection was not due to the device. The physician was planning to give more antibiotics to the patient. There were no additional adverse patient effects reported. The pacemaker was explanted.